Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx4012swc was removed on (B)(6) 2020 due to failure to osseointegrate 5 months and 28 days after implantation. The patient has no significant medical history. The patient required bone augmentation for the operation. The doctor noted periodontal disease during explantation. The patient required another surgical intervention to recover.